Manufacturer narrative:
Omit : c20 - no findings available. Correction : describe event or problem. Additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported the device displayed error code 354.6770. It was not connected to the patient at the time. The nurse disconnected the line, lifted the driver head and wrapped the tubing over the syringe and put the driver head back down. When she did, she got the channel error. This was reported to bd representative during site visit. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device displayed error code 354.6770. It was not connected to the patient at the time. The nurse disconnected the line, lifted the driver head and wrapped the tubing over the syringe and put the driver head back down. When she did, she got the channel error. This was reported to bd representative during site visit. There was patient involvement but no harm.